Event description:
It was reported that this implantable pacemaker exhibited longevity estimate of 2 years to 1 year in a span of 2 months. Data was sent for engineering analysis. Analysis showed that the power consumption is consistent with persistent at/af sensing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited longevity estimate of 2 years to 1 year in a span of 2 months. Data was sent for engineering analysis. Analysis showed that the power consumption is consistent with persistent at/af sensing. This device remains in service. No adverse patient effects were reported.